Event description:
It was reported via clinic notes that the patient's seizures have been worse recently. It was stated that the vns is having problems - high impedance in the wire. It was stated that the patient feels that the stimulation is also weaker. Device history records were reviewed for the patient's lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. Information was received that the patient's lead and generator have been replaced. It was stated that upon interrogation the battery showed ok and the impedance was high. The surgeon opted to change both lead and generator. The patient's replacement surgery facility is known to discard products after surgery and is a no return site therefore the patient's explanted lead has not been received into analysis to date. No additional relevant information has been received to date.